Event description:
1 of 2 report. It was reported that while using bd vacutainer® push button blood collection set, unspecified number of units gradually detached / unscrew during use from tubes. No patient or user impact was reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.